Manufacturer narrative:
(B)(4). The cause of peritonitis was reported to be constipation. On an unreported date, the patient was treated with an unspecified antibiotic (drug name, dose, frequency, route, and duration were not reported) for peritonitis. On an unreported date, antibiotic therapy was discontinued, the patient¿s fluid was reported to be clear, and the patient was doing well and was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the outcome of the peritonitis were unknown. It was also unknown if the patient was hospitalized for the event. Treatment for the peritonitis and whether dianeal therapy was ongoing was not reported. No additional information is available.